Event description:
It was reported that a clear link secondary medication set did not fully infuse. The set was being used with an infusion pump. An unspecified amount of an unknown drug was left in the secondary bag, and needed physical force to infuse into the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.